Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a constant tone. The customer also reported that the insulin pump froze. The customer¿s blood glucose was 260 mg/dl at the time of incident. Customer stated that the insulin pump has a constant tone and the buttons were unresponsive while at the gym working out. Customer stated that constant tome occurred after a 5 minute pump rest has been completed and the a new battery was inserted. Unable to perform self test due to unresponsive buttons. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit passed self-test. No unexpected constant tone anomaly noted. No button error alarm. Unit was received with intermittent esc button response due to flattened button keypad dome. Button keypad connector was found closed properly during visual inspection. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked lcd window.